Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient was concerned if anyone had their bluetooth address. Patient reported they had all kinds of issues over the past couple of years, 2.5-3 years ago. Things turn on by themselves when patient walks up to it. Pt's ins triggered other devices to go off. Patient said they could walk up near apple airtag and other devices will start going off. When this happened, patient did not have the external equipment with. Patient mentioned they had not used the device in months and years and did not turn it on. Patient also mentioned their identity had been severely compromised for the past several years. Pt was concerned that someone had their bluetooth code for their device. Patient said they were going to have the device yanked out of their back or figure out a way to change the bluetooth code. Pt said they knew the device was sending a signal to this person and pt did not know who the person was. Reviewed ins can trigger metal detectors, reviewed guidelines. Reviewed product security info. Also reviewed to bring their concerns to hcp. Pt also wanted to know how many sim cards their handset has and wanted to know more info about imei. Transferred to health care it. Additional information was received from a manufacturer representative (rep). Rep reports pt had reached out to them, indicating the ins will be explanted sometime in may, but will leave the leads in place. Rep reports pt claims the bluetooth is turning equipment on/off when pt walks by or walks away. Caller reports patient claims the speaker will stop playing when pt walks past the speaker or transmitting to a different speaker / device. Rep reports pt claims the bluetooth is disrupting other bluetooth signal. Additional information was received from the rep. Rep reports the patient is scheduled for surgery on (B)(6). Pt is determining if they would like to have the battery explanted or not. Pt believes that their ins interferes with other bluetooth signals and told the rep "if I walk by a bluetooth devic e, the signal will follow me." Rep reports they don't believe anyone has a "code" for the bluetooth, but pt did call into patient services twice as pt locked themself out of their handset. Rep reports that's the only code they are aware of. Rep reports if explanted, we will remove the device for analysis.

Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.